Manufacturer narrative:
227565 evaluation statement: the reported event of a pump channel froze could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: ca-2018-0171.

Event description:
The customer reported that during a vancomycin infusion the pump alarmed for occlusion when the patient was bending his/her arm. The user pressed restart and the pump channel froze. The antibiotic had finished infusing and the ns flush was running. Biomed found no issues.

Manufacturer narrative:
(B)(4) evaluation statement: the reported event of a pump channel froze could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: (B)(4).

Event description:
The customer reported that during a vancomycin infusion the pump alarmed for occlusion when the patient was bending his/her arm. The user pressed restart and the pump channel froze. The antibiotic had finished infusing and the ns flush was running. Biomed found no issues.